Manufacturer narrative:
(B)(4). The scaffold remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the proximal left anterior descending (lad) artery. The patient presented with chest pain. For pre-dilatation, an nc trek 3.25 x 20 mm balloon dilatation catheter was used, reducing the stenosis to less than 40%. A 3.0 x 28 mm absorb gt1 scaffold was then deployed without issue. Post-procedure, on the same day, the patient began experiencing chest and back pain, at first with no EKG changes. However, later when there was st elevation noted, it was confirmed that the lad was totally occluded and clotted off. Patient was given the medication aggrastat. During intravascular ultrasound ( ivus), it was noted that some of the implanted scaffold struts were mal-appositioned. A xience alpine stent was implanted to treat the thrombosis and post-dilated with an nc trek 3.5 x 20 balloon dilatation catheter. The final patient outcome was good. It was reported that post-procedure, the patient's medication was changed from plavix to efficient. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A cine was received and reviewed by an abbott vascular physician. The reviewer concluded the following: acute thrombosis of the left anterior descending artery after placement of the 3.0 x 28mm absorb scaffold in what is visually and by intravascular ultrasound (ivus) a 4.0mm vessel. The ivus at the time of the thrombosis shows a severe under-sized, under-expanded scaffold and severe strut malapposition. This is most likely the mechanism for the acute thrombosis. The investigation determined the reported difficulties, patient effects and treatment appear to be related to circumstances of the procedure. The reported patient effects of angina and thrombosis, as listed in the bioresorbable vascular scaffold (bvs) system, absorb gt1, instructions for use are known adverse events associated with the use of a coronary scaffold in native coronary arteries. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.